Event description:
Account alleged that the head up is not working on this bed.

Manufacturer narrative:
Tech asked account to switch the head up coil with the knee up coil, leave the wires attached, then push the knee up to see if it will run the head up. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.